Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed self-test, unexpected restart alarm error test and displacement test. However, unit alarmed motor error during basic occlusion test due to force sensor resistor damage by moisture. Unable to perform occlusion test, prime/delivery test and excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched lcd window. Unit received with stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have discontinued insulin pump therapy due to excessive no delivery alarms, which caused several hospitalizations. Customer declined troubleshooting and was not able to give hospitalization information due to not keeping track of them. Insulin pump would be replaced.